Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, or weight. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse cleaned the analyzer from debris/clots caused by poor sample preparation. A carryover test was performed with no issues noted. The analyzer was returned to the customer. There was no evidence of a hardware or system malfunction. In conclusion, the customer acknowledged that the samples contained fibrin; therefore, use error is a cause of the falsely elevated access accutni+3 result reported in this event. The access accutni+3 instruction for use (IFU) instructs users as follows: remove any residual fibrin or cellular matter. Failure to do so can contribute to falsely elevated results. All mdrs associated with this event: 2122870-2016-00295, 2122870-2016-00296.

Event description:
The customer reported obtaining false elevated troponin I (access accutni+3) results on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for the first sample drawn for a female patient designated as patient number two (2). MDR 2122870-2016-00296 will address the access accutni+3 results obtained on (B)(6) 2016 for a different patient designated as patient number one (1). On (B)(6) 2016, an initial access accutni+3 result of 2.24 ng/ml was obtained on the patient sample tested on the unicel dxi 800 access immunoassay system serial number (B)(4). The result was released from the laboratory and was questioned by the physician. The patient was admitted into the hospital based on the elevated results; however, there were no known injuries. The patient was redrawn and lower (unknown) results were obtained. The original sample was re-centrifuged and was repeated on the laboratory's alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) with lower results of 0.01 ng/ml and 0.02 ng/ml ng/ml obtained. A corrected report was sent. There was no report of additional change or impact to patient care or treatment in association with this event. System parameters including calibrations, quality control (qc) and system checks were within assay/instrument specifications. A precision run was performed and was passing within assay specifications. The patient's sample was collected in 13x100mm lithium-heparin tubes and was centrifuged at 3000 revolutions per minute (rpm) for four minutes. The original sample was stored refrigerated and was later inspected by the customer who identified strands of fibrin in the sample tube.